Event description:
See also MFR reports 3004209178201002114 and 3004209178201002116. Following ipg replacement, the pt did not have stimulation though he had no pain. Impedances were within normal limits. It was noted that prior to the surgery, the pt had deep indentations on the top of his head at the lead sites and after the surgery, his head was one level and smooth with no indentations. It was thought that swelling could be the cause of the lack of stimulation and pain. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4)